Event description:
The field engineer reported that the system displayed a filament regulator failed error message during a pt procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver was identified as being faulty. No further repair information is available at this time. This malfunction may have resulted in a possible accidental radiation occurrence.